Event description:
It was reported that on (B)(6) 2026, a patient with diabetes contacted due to repeated ¿communication restored¿ notifications occurring overnight following a recent software update. The patient reported placing the pump on the shoulder while sleeping and it was advised to close and reopen the application and to power cycle the phone. The patient further reported that cleo devices had separated from the adhesive on two occasions-once on the previous saturday and again on the day of contact. During the most recent occurrence, a ¿line blocked¿ alarm was received, and upon removal, the cannula was found to be bent. The issue was resolved by performing a complete site and cassette change. Blood glucose levels were elevated, reaching 327 mg/dl at the time of the event and 315 mg/dl during the call, but showed improvement by the end of the interaction. No product damage was identified prior to use, bluetooth connectivity was confirmed to be active, and emergency services were not required. The patient indicated both infusion sites were placed on the thigh and suspected that friction from clothing may have contributed, although this was not confirmed. A return and replacement of cleo devices and cassettes were arranged. Referral to a panther program site was not required. The device was operated by the lay user/patient, the event occurred during patient use, and no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.